Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the mobile programmer base, including difficulties connecting the base to the mobile programmer application to perform an update. The mobile programmer prompted an update, which resulted in the application spinning and then exiting out when attempting to initiate. Troubleshooting steps were taken to include clearing the application and restarting the host tablet, however the application froze and exited out again. Further troubleshooting steps were taken to include performing an uninstall and reinstall of the application which was successful in pairing the mobile programmer. However, when attempting to update the mobile programmer base firmware, the update failed regardless of changing out the batteries. There was no patient involvement.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis confirmed the customer comments that there were issues with the mobile programmer base, including difficulties connecting the base to the mobile programmer application to perform an update, that the mobile programmer prompted an update, which resulted in the application spinning and then exiting out when attempting to initiate and that the application froze and exited out again. Analysis found the customer comment that when attempting to update the mobile programmer base firmware, the update failed regardless of changing out the batteries could not be confirmed but was deemed plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.